Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that his infusion sets did not last in his stomach three days or if he inserted in his leg, it had a little hole in them and his blood glucose level was over 400 mg/dl. He felt very sick, sluggish, described his mouth was getting dried. A few months ago, from the day of this report, he went to the emergency room and was admitted in the hospital. He was found dehydrated and received two different shots due to his sugar was not coming down and insulin drip via intravenous route from both ways. The patient was kept in the intensive care unit for a while and was then transferred to a regular room. The patient was there for a couple of days. No further information available.